Event description:
It was reported that while this device was being used in an angioplasty procedure, the balloon of this device would not hold pressure upon its first inflation. It was reported that there was a possible leak.